Event description:
Revision surgery - the patient presented with pain and the surgeon suspected the stem had loosened. Inter-operatively he found that the stem had not loosened. There was nothing impinging and the joint was stable. The surgeon removed the 32 neutral shell and insert then implanted a +8 shell and semi constrained insert to give more range of motion to help work out the pain.

Manufacturer narrative:
(B)(4). Manufacturer narrative: the reason for this revision surgery was because of patient joint pain and the surgeon's belief the stem may have been loose. The length of in-vivo service is unconfirmed as the original surgery date was not provided or determined. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part or lot numbers or any information identifying the date of the original surgery. The part numbers submitted with the complaint are unconfirmed. The stem was found to be well fixed during the revision and not the root cause. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.